Event description:
This patient had a 16f urinary catheter placed post ortho surgery on (B)(6) 2018 at 03:59. The catheter had no issues at first. Then on (B)(6) 2018 at 08:30 the rn tried to remove the catheter, but the balloon would not deflate. An obgyn came to assess the patient and could visualize the inflated balloon, but again it would not deflate. Next, a urology md came to see the patient and the valve to the foley was cut, but the balloon would not deflate. The urologist tried passing a wire through the balloon channel, but it did not deflate the balloon. He tried passing a 25g spinal needle alongside the catheter, but that was also unsuccessful. Finally, a 25g spinal needle was passed through the anterior vaginal wall and the balloon deflated. Bactrim was given to the patient to prevent infection from all the manipulations to deflate the urinary catheter balloon. Dates of use: (B)(6) 2018. Diagnosis or reason for use: for post-op comfort.